Event description:
The product was used during a laparoscopic left inguinal hernia repair. Reportedly, post-operatively, a staple uncrimped and contacted the bowel creating an obstruction. A reoperation was performed on 7/23/1997 at the hospital. The staple was removed. The hospital reports the patient is satisfactory.